Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. This rv lead was typically around 50 ohms prior. The patient has their own healthy intrinsic rhythm, and all other measurements are within an acceptable range.

Manufacturer narrative:
For right now they will continue to monitor lead system via latitude, and the physician does not want to do anything further right now.